Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 119 mg/dl. The customer reported that he was getting battery failed alarm. He was assisted in troubleshooting and the customer did not get failed battery alarm; however, the insulin pump had no display. The customer reported that the display was blank currently. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted during testing. Insulin pump received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. (B)(4).